Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficult to remove the stylet could not be replicated as the stylet was not returned with the device, thus testing was not possible. During device analysis the protective sheath was removed with strong resistance noted. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of removal of the balloon's protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place to monitor the effectiveness of the implemented corrective and preventative actions.

Event description:
It was reported that during unpackaging of a 3.5x12 nc trek rx balloon dilatation catheter (bdc), the distal stylet was extremely difficult to remove from the distal balloon tip. Another 3.5x12 nc trek rx balloon dilatation catheter (bdc) was unpackaged and the distal stylet was extremely difficult to remove from the distal balloon tip of this device, as well. Reportedly, while the protective sheath of only one of the nc trek rx bdc devices was pulled off, there was no difficulty noted when removing the protective sheath itself. The protective sheath of the other nc trek rx device remains on the balloon with no attempt made to remove the protective sheath of this device. Neither device was used in the patient as the site did not feel comfortable using either device due to the stylet removal difficulty. A 3.5x12 non-abbott bdc was used successfully in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.